Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her insulin pump was not functioning. The caller stated that she has stopped by the doctor and gave her back up pens to treat her high blood glucose of 330mg/dl. The caller stated that insulin squirted out while attempting to prime/rewind. Troubleshooting was performed, and the customer stated that the top of the reservoir was wet. The caller stated that after inserting a new infusion set and reservoir, she did the prime and no gap found between the piston and the reservoir. The customer mentioned that the drive support cap was loose. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test.